Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to eject pockets correctly. A field service engineer removed the drawer, and the flat flex cable was replaced. After reassembly, hardware test application (hta) was run again and passed successfully. The customer was able to recover all faults. All connections were checked, and debris was removed. Final testing was completed using hta, and the repair was confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer pocket was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.